Event description:
As reported by navilyst medical's distributor in (B)(4), when utilizing a navilyst medical convenience kit, air was noted to be entering the fluid path at the connection of the pressure monitoring line to the manifold. No air was injected and there was no pt injury. The used devices have been returned to navilyst medical for eval.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(4) 2011 navilyst medical complaint report was reviewed for the product family of convenience kits and the failure mode of "air in system." No adverse trends were identified. As received, all returned connected components were attached as per the specification per drawing. In addition, there was a transducer of unk origin that was attached to the stopcock female luer end port of the manifold assembly. The pressure monitoring line (pml) that was connected to the manifold side port appeared to be over tightened. After the pml line was removed from the manifold using hemostats, slight stress cracks were noted to the manifold female luer and the male luer of the pml. The stress cracks on the manifold female luer and the pml male luer are consistent with previously viewed samples of over tightened connections. All returned components were both fluid and air leak tested with no failures. The fittings of the manifold, pml and stopcock were measured and found to be within specification. The complaint is unable to be confirmed, as the returned devices were tested and verified to functions as intended. A possible root cause may be that the end user over tightened the connection between the manifold and the pressure monitoring line. The directions for use contains the following statements, "all connections should be finger tightened. Over tightening can cause cracks and leaks to occur that could result in embolism and or exposure to biohazards." (B)(4).